Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and rupture found during surgery. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and rupture found during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight and opening on anterior. A visual and microscopic analysis was performed which identified, crease sharp opening on anterior, wear abrasion and crease fold. Base on the device analysis, the final assessment is: an opening crease sharp on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. And rupture found, during surgery. The device has been explanted.